Event description:
It was reported to tyco healthcare/kendall in 2007 that a customer had a problem with a catheter. The customer used a dover silver 12 fr 5cc catheter on a pt. Upon insertion, she inflated 5cc of saline water into the balloon. After about 30 mins, the pt experienced leaking. The rn attended to her straight away & saw the leaking. The pt also experienced bleeding which the rn suspected that it could be due to the size of the balloon which caused the leaking. On the dover silver catheter itself, there is a printing of 12fr, inflate with 10ml. The rn then inflated another 5 ml of saline water and then soon heard a bursting sound. The pt continued to bleed and was admitted to the hosp. A female pt age 74 was injured and medical intervention required. Reported problem occurred by the rn by leakage was visibly seen. Type of procedure: due for changing of catheter. The product was tested prior to use and balloon was slightly inflated. The current condition of pt is that she is recovering and has had a bladder washed out. Additional was received on dec 5, 2007 which indicated that the pt was admitted to hosp straight after the bursting of dover silver's balloon. Pt was treated with a bladder washed out by the doctors to remove blood clot. Reason for the cause of bleeding was not made known to her. The sample was discarded by the rn straight after the incident occurs. She did not take a closer look at the catheter balloon at all. Straight after hearing the bursting sound of dover silver balloon, the rn re-inserted a normal latex catheter for pt before sending her to hosp. This info made the event MDR reportable.